Event description:
It was reported that in (B)(6) 2010 the patient was experiencing problems using his legs. One month later, patient consulted the surgeon. In (B)(6) 2010, patient underwent a fusion procedure at l4-l5, l5-s1 using rhbmp-2/acs or puregen. Following the surgery, patient began to suffer from pain in his mid back and in his ribs. In (B)(6) 2011, patient underwent a spinal fusion at c5-c6 using rhbmp-2/acs or puregen. During this surgery, patient's diaphragm was torn when the chest tube was taken out. In (B)(6) 2011, patient underwent an instrumental fusion procedure at t7-t10 using rhbmp-2/acs or puregen. Following these surgeries, patient began experiencing new pain in his right side, back pain and ultimately could no longer work. In (B)(6) 2012, patient underwent a foraminotomy and hemilaminectomy from c5-c7 using rhbmp-2/acs or puregen. Since these surgeries, patient has been unable to work and cannot walk.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.